Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a user error. Due to carelessness of the operator, the movable radiation lead shield became jammed under the c-arm of the system. In an attempt to counteract the situation, the operator pulled on the lead guard and accidentally grabbed the joint of the movable lead guard suspension. The person involved injured his pinky finger and suffered a black fingernail. The system was immediately inspected on site and found to be fully functional. No parts were replaced, or adjustments made to the system. In addition, the instructions for use point out potential dangers and ask the user to be careful when handling the mechanics. A malfunction or a possible general error that would require corrective measures of the installed base could not be determined by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that an adverse event occurred while operating the artis zee floor system. While pulling the lead skirt out from underneath the c-arm, the doctors finger was caught. The doctor suffered an injury to the finger nail in which first aid was applied. There is no further report of impact to the state of health of any patient or user involved. Siemens has requested additional information in order to conduct an investigation of the reported event.